Event description:
"Surgeon noticed a leakage at the level of the handle of the clip applier while performing a coelioscopic surgery, which had to be resumed with a laparotomy." We have been able to determine that the clip applier was at the origin of the leakage of pneumoperitoneum; however, did not malfunction. Once the clip applier was removed from the trocar, the leakage stopped.

Manufacturer narrative:
Product was not returned for evaluation; however, subsequent interviews with the physician indicate that the device did not fail, but was present during, and at the source of the air leakage. However, once the ca090 was removed, the balloon trocar worked as designed. The conversion to open was the result of the loss of pneumo and not a failure of the device. We are concluding our investigation and closing this incident file. This represents our initial and final report.